Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient had to charge every day and it took 2-4 hours. The consumer reported that she thought she notified a manufacturer¿s representative (rep) last year. The consumer also reported that the patient was in the hospital for 2 days for an observation and she used the device and had to charge it for 9 hours. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that the patient¿s wife called back in (B)(6) 2017 stating the patient was getting treatment for his bladder/kidneys (nothing related to his pain or ins) and wanted the system checked since it had been a while and to make sure everything was okay. The rep reported that they met with the patient on (B)(6) 2017 and everything was fine with the ins and the patient was receiving great therapy. The rep reported that the patient never mentioned anything about how long it was taking to recharge or anything. No further complications were reported.